Event description:
No medical intervention was required for this event.

Event description:
The customer reported that the sample site couplex filled with air. The disposable set is not available for return because the customer discarded it. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation: the disposable sets were unavailable for return and investigation. The run data file (rdf) was analyzed, which showed that there was a `pressure test error' alert during the evacuate bags sub-state. Shortly after the alert, the operator selected to end the procedure. The `evacuation pressure alert' occurs if the aps exceeded 40 mmhg or increased by more than 25 mmhg during the evacuate bags sub-state. In this instance, the aps pressure increased from -10.1 mmhg to 16.7 mmhg, a change of 26.6 mmhg indicating that the donor line clamp may have been closed. This likely caused the sample bag to inflate. Root cause: based on the rdf analysis, it is possible that an incorrect clamp was closed during this stage of the procedure. If air enters the sample bag during the air evacuation sequence during air removal and the operator does not follow the instructions to express the air through the needle line, a small volume of air will remain in the sample bag. When the operator opens the needle clamp to connect the donor and performs blood diversion, even if the air in the sample bag was not expressed, blood will still flow into the sample bag as long as there is adequate access at the venous site because the venous pressure will exceed the remaining pressure in the sample bag. In this case the operator may not obtain as large of a sample as normal due to the air volume already in the bag. After blood diversion and donor sampling, the operator is instructed to disconnect the sample bag. Once this is complete, there is no longer any risk of this air getting into the draw or return lines.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.